Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Additional information will be provided upon conclusion of the manufacturer's investigation.

Event description:
On (B)(6) 2017 arjohuntleigh was notified about the complaint involving enterprise 9000x bed. The reported malfunction took place in the university hospital durham in geat britain. Following the information reported the bed moved uncommanded with patient on bed. There was no injury reported in relations to the this malfunction.

Manufacturer narrative:
This report is being filed under exemption e2012070 by (B)(4). On (B)(6) 2017 arjo received a customer complaint involving enterprise 9000x. The reported malfunction took place in (B)(6). Following information provided the backrest section of the bed moved without any button being pushed neither on hand control nor control panel. At the time the unintended bed movement occurred the patient was lying on the bed. No injury nor other medical consequences were reported. Due to the fact the serial number of the bed remained unknown there was no device inspection after the malfunction occurrence. Despite our best efforts we were not informed by customer facility staff if there was any obstacle near safety side panel that would unintentionally activate control panel buttons built up in safety sides. It was also not confirmed if the control panel functions were locked at the time the undesired movement of the bed occurred. As (B)(6) observed the similar uncommanded failures in the past (recorded under arjo internal number: (B)(4)), arjo decided to investigate the reported symptom deeper and initiated the enterprise 9000x return to conduct technical evaluation. On 08-jan-2018 the bed from the complaint (B)(4) (first complaint from this facility) was returned to the arjo polska sp. Z o.o. On 12-feb-2018 arjo technical department started testing the bed. The main objective of the test was to observe the bed for 2 months in regards to unintended bed's movement to see if any movement would be detected. The bed was placed in a quarantined in arjo polska sp. Z o.o. Test area. The backrest section of the bed was left in the condition in which it was delivered. The backrest and leg angle was measured and documented as well as platform's height. The angles were equal to 0°. The bed was connected to the mains lead. Power supply network 230v, 60hz. The control panel's lock out was not activated. Additionally the bed was loaded with a ballast weight (75kg) to simulate patient's presence. Weight was distributed in accordance to iec 60601-2-52: backrest section- 35kg, seat section- 20kg, leg section- 25 kg. The video camera with motion recorder was setup to record as soon as any movement would be detected. The bed was observed for 2 months ( since 12-feb-2018 till 12-apr-2018). During 2 months of bed's testing we were not able to recreate the uncommanded bed movement occurrence. No bed movement was recorded by camera. Additionally on 2018-may-17 the bed was subjected to external electromagnetic compatibility (emc) tests to verify if the bed is compliant with immunity requirements from en 60601-1-2:2007 emc standard. All tests were passed successfully, no uncommanded movement was observed. Summarizing, although the bed in question was comprehensively tested we were unable to recreate alleged scenario, however we ruled out the electromagnetic incompatibility to be the cause of uncommanded movement occurrence. It needs to be emphasized that all manufactured enterprise 9000x are checked before being distributed to the customers to verify if the product meets the required manufacturer's specifications and check whether the acceptance criteria are met. Records of the inspection are documented in the device history record. The instruction for use provided together with the involved device (746-591_en_8 dated on jan 2017) includes information regarding the possibility of activating the beds function without the intention and how this situation can be avoided: warning: "it is recommended to use the function lockout facility on the attendant control panel to prevent unintended movement in situations where objects may press against the patients' controls", warning: "store the handset on the side rail using the clip on the back; this will help to prevent accidental operation of the controls", warning: "take care not to squeeze or trap the handset cable between moving parts of the bed." Warning: "the controls require only a single press to activate. To prevent unwanted movements of the mattress platform, avoid leaning against the side rails and keep equipment on and around the bed clear of the controls." Information: "function lockout can be used to prevent operation of the controls, e.g. When inadvertent movement of the mattress platform could injure the patient." Although no injuries were reported in relation to this incident, the complaint was decided to be reportable due to the uncommanded bed movement occurrence. Upon the bed's testing, we were unable to determine the exact root cause of claimed failure. The arjo device was being used for a patient handling at the time of alleged issue. The device was reported to move on its own and from that perspective, the enterprise 9000x bed did not meet its performance specification.

Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). As this is one of the 5 customer complaints ((B)(4)- 3007420694-2018-00003) from the same bed's batch from durham facility concerning uncommanded device movement it was decided to return one of 5 beds from market for testing. The bed returned from market derives from complaint (B)(4)- 3007420694-2017-00081 (first complaint with this fault description from durham facility) and is going to be the sample of 5 reported beds. The bed was placed in a quarantined in arjo polska sp. Z o.o. Test area. The backrest section of the bed was left in the condition in which it was delivered. The backrest and leg angle was measured and documented as well as platform's height. The bed was connected to the mains lead. The control panel's lock was not activated (as in case of customer complaint (B)(4)). Additionally the bed was loaded with a mannequin (75kg) to simulate patient's presence. The video camera with motion recorder was setup to record as soon as any movement would be detected. The test lasted 2 months. During that time the uncommanded movement did not occur. Additionally we are going to send the bed for electro-magnetic compatibility (emc) test. The final report will be send upon emc test report receipt.